Manufacturer narrative:
Complaint conclusion: the complaint product was discarded and not available for analysis. A review of DHR for lot 17095821 concluded there were no issues were noted that were considered potentially related to the reported complaint. The hub crack could not be confirmed without product return. The root cause of the event could not be conclusively determined. All devices are inspected for this type of failure prior to being released from the manufacturing facility. There was no evidence to suggest the event was related to a manufacturing issue; therefore, no corrective actions will be taken at this time.

Event description:
During an arterial coil embolization procedure, it was reported that the hub of the prowler select plus ((B)(4)) was cracked when the package was opened. Another lot was used instead for the procedure. The procedure was completed without further issues, but due to the event the procedure was delayed for 5 minutes. Nevertheless, the delay was not clinically significant as there were no patient injury/complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and the constant flush had been maintained at all times. The complaint product was discarded. No further information is available.